Event description:
[Information previously reported in manufacturer report #3004209178-2012-05113: it was reported that the patient went for a refill, and the pump had a volume discrepancy. The actual residual volume (arv) was 8ml, which was greater than the expected residual volume (erv) of 1-2ml. It was also noted that an alarm was confirmed by telemetry, but not heard. It was reported that the physician had refilled the pump with the incorrect amount. The physician tried to fill a 40ml pump with 20ml. The device system was used to deliver lioresal. Additional information: it was reported that the reason the physician was filling the pump with 20 cc instead of 40 cc was because he thought the patient had a 20 cc pump. On (B)(6) 2012, the patient had botox. This was (B)(6) before the refill appointment. It was noted that the volume discrepancy previously reported was noticed at this time. It was thought that the pump was ¿funky¿ and the patient was not getting the medicine he was supposed to. No alarm sounded at that time.] It was later reported that the pump would be replaced by (B)(6) 2013, but the patient had been having problems for approximately the last 2 years (as previously reported). It was reported that on (B)(6) 2013 the patient had a refill and new dosing put in, and the doctor pulled out an extra 2 or 3 cc's of air out of the pump. It was noted that the hcp was taking so much air out that "she had to literally take the syringe off of the filter and squeeze all of the air out to continue pulling more out". Then it was noted the hcp stated they suspected that the air in the pump ¿was just sitting there and that was why the pump had been acting funky for the past 2 years". The caller stated that the expected residual volume (erv) was 8 cc of baclofen but the actual residual volume (arv) was 11 cc. The caller noted this had been going on for "a couple years now we have been having extra baclofen". The caller noted the patient¿s spasticity was not being managed in the same fashion as it was once before and the patient noted being at an extremely high dosage rate and that the hcp did not want to increase it any more. The caller noted a previous issue where the catheter ¿snapped¿ (please refer to manufacturer report # 6000030-2012-00104 for documentation of catheter issue), and they thought this issue might be happening again because the patient's scoliosis had increased. The caller noted over the past year, the patient¿s ¿curve had gone from less than 20% to over 50% due to how tight he is¿; the patient was ¿like a board¿. The patient was scheduled in (B)(6) 2013 for a full spinal fusion and pump replacement; however, the caller wanted to know if the pump should be replaced sooner. The caller also noted the pump was not alarming even though it was supposed to be dry. The caller stated the alarm went off once at 3 am and never went off again; this was noted to have happened approximately 2 years ago. The caller then heard from the hcp who said the patient ¿should have had a refill 4 days ago and his alarm should have gone off¿. The caller stated that they immediately went into the doctor¿s office for a refill¿and there was still 2 or 3 ccs left in the pump when it should have alarmed 3 or 4 days prior and they expected him to be going through withdrawal symptoms but he wasn¿t¿ (as previously reported). The caller was concerned about the air in the pump and that the air was going through the catheter. It was noted the hcp was going to consult with the manufacturer¿s representative in the area and they had not heard back from the hcp.

Event description:
It was reported that the patient experienced a return of symptoms with increased baseline spasticity, and the pump had a volume discrepancy. The device system was used to deliver lioresal. The actual residual volume (arv) was 4ml, which was greater than the expected residual volume (erv) of 1.2ml, an accuracy rate of 14.9% was calculated. It was also reported that the patient had missed his refill date, and the alarm should have gone off 3 days prior to the doctor visit. The physician called the patient to discuss the need to come in for a refill. The patient came in the same day, and the patient still had 4ml of medication left in the pump. The pump event logs indicated that an alarm had occurred 2 days prior, but reportedly it was never heard. It was noted that the patient did not experience any withdrawal symptoms. It was clarified that the patient did not experience any "real signs of withdrawal", but the patient's medication was increased and he was not getting the relief he wanted. A dye study and myelogram were performed, and the patient was scheduled for an MRI. It was noted that the "spasms were a little less" after the dye study. It was later reported that a mass was found at the tip of the catheter. During the dye study, the "dye was balling up as though it was inside a sack and was slowly pushing itself out." It was thought that when the dye was pushed through, "the mass may have ruptured", because after the dye study the pump "was working properly." The patient also visited a neurosurgeon, but he was unable to locate any masses after doing a myelogram and imaging studies. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2007-(B)(6) explanted: product type catheter. (B)(4).